Event description:
It was reported that the atrial lead was damaged during a recent pacemaker change. Daily lead noise was observed via merlin.net transmission. The lead was capped and replaced on (B)(6) 2017. Patient was stable prior, during and post procedure.